Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00126. This second MDR is being submitted for the second suspect product, also a device MFR'd by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Pt was skin tested in 1999 with negative results, and subsequently rec'd initial collagen treatment at the end of 1999. In 2000, pt rec'd 1.5 cc of one formulation of collagen and 2.5 cc of a second formulation of collagen, with both formulation used in lips, vermilion borders, and nsaolabial folds. Approximately mid year in 2000, pt noted pimples/cysts inside their mouth in proximity to pt's injection sites. In 2000, pt noted tingling in legs and later felt tingling in upper arms. Physician prescribed claritin p.o. In 2000. Pt developed a low grade fever and physician prescribed zyrtec and duricef p.o. In 2000. Physician has diagnosed possible hypersensitivity related to collagen injections.